Event description:
Per independent repair center: the unit is alarming or red light; key failure is the pilot valve is not shifting. Additional malfunctions are the hose clamps and tie wraps are defective, the heat exchanger is leaking, the muffler and tubing are dirty/clogged, the compressor is noisy, and the sieve bed is saturated.